Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as date of event is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient had their 6-week follow-up transesophageal echocardiogram (tee) which showed a small thrombus on the closure device. The patient was kept on eliquis for another 6 weeks at which time another tee will be performed.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient had their 6-week follow-up transesophageal echocardiogram (tee) which showed a small thrombus on the closure device. The patient was kept on eliquis for another 6 weeks at which time another tee will be performed.

Manufacturer narrative:
B3: date of event - aware date of 25jan2023 used as date of event is unknown. (B)(6).